Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that patient's left hip was revised. Patient had been experiencing pain (severity unknown) for approximately 2-3 weeks prior to revision. When walking down stairs, patient twisted his ankle, heard a pop, and couldn't weight bear. X-rays and intra-operative observations revealed that the stem broke at the tip of the trunnion. Patient was revised to an all poly stryker liner with a competitive head and stem.

Manufacturer narrative:
An event regarding crack/fracture and disassociation involving an accolade stem was reported. Crack/fracture and disassociation were both confirmed following mar and clinician review. Method & results: -device evaluation and results: visual inspection: visual inspection was performed as part of the material analysis report (mar), dated 09 august 2018 which indicated: all surfaces of the neck exhibited damage, consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock, in addition to explantation damage. The taper of the stem fractured. The fracture surfaces associated with the trunnion tip and stem body can be seen. Material analysis: material analysis of the returned device concluded the following: damage was observed on the accolade trunnion and v40 head taper. This damage was consistent with wear mechanisms due to the head taper and accolade stem trunnion losing their taper lock. The trunnion of the stem had fractured, with the fracture propagating in fatigue and the final fracture occurring in overload. A majority of the stem trunnion had already been destroyed by the loss of taper lock and articulation of taper and trunnion. The intergranular fracture morphologies were also observed on the fracture surface of the trunnion. Eds showed the stem was consistent with astm f1813 alloy. Burnishing, scratching and third-body indentations were observed on the insert, which are common damage modes of uhmwpe. Yellow discoloration consistent with absorption of synovial fluid was also observed on the insert. - medical records received and evaluation: review of the provided medical records by a clinical consultant indicated: review of these records confirms dissociation of the femoral head from the stem with material changes and fracture of the trunnion of the stem occurred. The mechanism causing the damage and failure was confirmed by material analysis to be loss of taper lock between the stem and head however, the root cause of this loss of union and subsequent failure cannot be determined as insufficient information was available. Documentation which would aid in the further completion of this assessment would include: ¿ operative reports from the revision surgery ¿ surgical implant records from the surgeries. ¿ dated pre and post op x-rays from both the index and revision tha surgeries ¿ any additional imaging from both the index and revision tha surgeries ¿ pathology reports ¿ outpatient office/clinic notes -device history review: all devices were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusion: no further investigation for this event is possible at this time. If further information becomes available , this investigation will be re-opened.

Event description:
It was reported that patient's left hip was revised. Patient had been experiencing pain (severity unknown) for approximately 2-3 weeks prior to revision. When walking down stairs, patient twisted his ankle, heard a pop, and couldn't weight bear. X-rays and intra-operative observations revealed that the stem broke at the tip of the trunnion. Patient was revised to an all poly stryker liner with a competitive head and stem.